Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 58.0 cm, with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil to be over-torqued at the connector region. After cleaning the helix region of blood/tissue and applying torque directly to the inner coil, the helix was able to extend and retract. The reported event for difficulty extending the helix was confirmed and was isolated to the over-torqued inner coil at the connector region consistent with procedural damage. The damage found was sustained during the surgical procedure, and the lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the right ventricular pacemaker lead had a high capture threshold and small r-waves. The physician repositioned the lead twice during the same procedure, and the helix would not extend so the physician removed and replaced the lead. The patient was in stable condition.